Manufacturer narrative:
Emdr section h6, codes c19, d12 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The reported aneurysm rupture potentially resulting from an unresolved type I endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. On (B)(6) 2025, the patient complained of swelling and pain in the bilateral lower limbs. Cta revealed a hematoma around the abdominal aortic aneurysm. The physician determined that the aneurysm had ruptured due to a proximal type I endoleak. A reintervention was performed. An aortic extender endoprosthesis was implanted proximally, along with a gore® viabahn® vbx balloon expandable endoprosthesis implantation in the left renal artery using the chimney technique. It was confirmed that there was no endoleak, and the procedure was concluded. It was reported that a minor proximal type I endoleak was observed during the initial procedure, but it was considered at that time that this endoleak would stop, so an additional device was not implanted during the initial procedure.